Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6)2020 explanted: (B)(6)2025 product type catheter product ID 8785 lot# hg5t1tw implanted: (B)(6)2021 explanted: (B)(6)2025 product type catheter product ID 8781 serial# (B)(6) implanted: (B)(6)2021 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 11-oct-2021, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(6), ubd: 24-aug-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-mar-18, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving lioresal (2,000 mcg/ml, 200 mcg/day) via an implantable pump. It was reported that the patient had increase in tone starting summer 2024. Baclofen withdrawal was also noted. No other symptoms reported. The hcp tried to aspirate from the catheter at the start of the case and was unsuccessful. The hcp decided to explant entire system and replace with entire new system.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the cause of the patient¿s symptoms was unknown, and no device issues were identified during explant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.